Event description:
It was reported that the surgeon measured and drilled to a depth of 35mm for bilateral facet screw implants. However, the surgical tech mistakenly selected and passed 42.5mm facet screws to the surgeon and the longer screws were implanted bilaterally. At twenty four hours post op, the patient experienced bilateral leg pain upon standing and walking. Revision surgery was performed and the two 42.5mm screws were removed and replaced by 35mm facet screws. See mfg medwatch report# 1526439-2013-24461 for the second screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by customer.

Manufacturer narrative:
It was reported on (B)(6) 2013, while in surgery, dr (B)(6) measured and drilled to a depth of 35mm for bilateral facet screw implants. In error, the surgical tech selected and passed 42.5mm facet screw to the surgeon. Dr (B)(6) implanted the longer than requested screws bilaterally. Patient experienced bilateral leg pain upon standing and walking 24 hours post op. On (B)(6) 2013, dr (B)(6) removed the two 42.5 mm discovery facet screws and reinstrumented with 35mm discovery facet screws. Product was discarded and not returned for evaluation. The device lot number(s) is unknown therefore without a lot number, a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no other complaints reported for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required.